Event description:
It was reported that due during a normal end of life ipg replacement procedure on (B)(6) 2025, the extension stuck in the ipg header. The extension could not be disconnected from the header. As such, the extension was explanted along with the ipg to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The report that the lead extension was ¿stuck¿ in the ipg header was confirmed. The terminal end segment of the extension was stuck in the ipg header port 9-16. The root cause of the extension becoming stuck in the port is consistent with the setscrew being torqued down beyond its limit and deforming the contact, rendering the lead unremovable from the connector block.